Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the devices were unable to connect firmly. There was no patient involvement. This report is for one (1) handle for 90° screwdriver this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. A device history record (DHR) review was conducted: part: 03.505.004. Lot: 8140696. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: 14.may 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.